Manufacturer narrative:
The user facility's biomedical engineer (biomed) is ordering a replacement spacer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a rubber spacer piece was missing from the occluder. The piece that was missing attributed to difficulty keeping the tubing clamped. The device was not changed out as they were able to monitor whether the top was coming loose and make adjustments as needed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.